Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to post-operative breakage of the articular surface post.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item # 00597206538 lot # 60681878; item # 00598004701 lot # 60671718; item # 00599601651 lot # 60391154; item # 00111314001 lot # 64984050. Complaint was confirmed visual examination of the returned product identified gouges and pitting on the bearing surface; however, the post was not fractured. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The updated information does not change the previous investigation conclusions. Per the nexgen cr-flex and lps-flex package insert, wear is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Review of the device history records for the articular surface identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Operative notes from the primary surgery state that the patient underwent left tka due to osteoarthritis. It was noted that the patient had a varus flexion femoral deformity but this was corrected by the distal femoral cut. The notes state that range of motion was 0 to 125 degrees of flexion with good tracking of the patella and satisfactory stability. The surgeon noted ¿1+¿ lateral laxity at 30 degrees of flexion but then stated good anterior and posterior stability and good medial and lateral stability. The operative notes state there were no complications. Operative notes from the revision surgery state the patient was revised due to instability. Thick scar tissue was noted in the knee and was resected. During the surgery it was identified that the articular surface post had fractured and was sitting in the intercondylar notch. The articular surface and polyethylene debris were removed. The remaining components were noted to be well fixed and were not revised. Per the nexgen cr-flex and lps-flex package insert, fracture/damage of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.